Manufacturer narrative:
The customer complaints of capturing problem, separation problems and dislodgement were not confirmed. The complaint of stretched helix was confirmed. Visual inspection showed the outer helix was stretched out of specification which is consistent with procedure related damage. Electrical testing was performed and was found to be normal. Longevity assessment was performed, and device had normal depletion based on device usage.

Event description:
It was reported that the patient presented to in implant procedure. During the procedure, the atrial leadless pacemaker exhibited high capture threshold after fixation. The physician then had difficulties releasing the device from the delivery catheter. Once the device was released, it dislodged and migrated to the inferior vena cava (ivc). A retrievable catheter was utilized to retrieve the device. During extraction, the device separated prematurely from the retrievable catheter. Ultimately, the vascular surgeon was able to retrieve the device from the patient's body. Additionally, it was noted that the device's helix was sprung at the end of the retrieval process. Ultimately, an atrial leadless pacemaker was not implanted. The patient condition was stable throughout procedure.